Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a diagnostic heart catheterization procedure on (B)(6) 2010 by a physician. Access was obtained via a 6f procedural sheath at the left common femoral artery (cfa). Following the procedure, a physician who is a trained user of the mynx, chose the device for femoral arterial closure. A pre-procedural femoral angiogram of the right femoral was obtained and showed a nominal amount of calcium/pvd present. A 50/50 contrast-saline mixture was used to visualize the deployment of the mynx. It was reported that as the physician began to locate the arteriotomy with the mynx balloon, he opened the side port of the sheath to confirm temporary hemostasis with the mynx. Hemostasis had not been achieved so he then applied more tension on the device and deployed the sealant. The device was removed per IFU and there was no evidence of any complication at the access site. The cath lab staff began their post-care assessment and found that the pedal pulses in the patient's right foot had diminished. The physician then instructed the staff to prep the patient's left groin to access the artery. The physician then performed an angiogram at the right cfa. The angiogram revealed a flow-limiting area of what was thought to be sealant. A vascular surgeon was consulted and confirmed that the patient needed to undergo a surgical procedure to remove the alleged sealant. The patient was administered 5000 units of heparin. The vascular surgeon performed a cut down and reportedly did not have to dissect deep into the artery as the sealant was assessed to be partially intravascular and partially extravascular. He removed the alleged sealant from the subcutaneous tissue. Reportedly, the patient's distal pulses were restored. There was no hematoma or swelling noted and the patient tolerated the procedure well without further complication or clinical sequela.

Manufacturer narrative:
Follow up # 1/supplemental report text- 1/06/2011: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter's display was found to be cracked/broken. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.